Event description:
Took a dbs peth test on (B)(6) 2018. Result was positive, I did not consume nor was I exposed to alcohol. I was presented with attending 90 day inpatient rehab, or be terminated from my job. No medical review whatsoever. I had time appropriate follow on testing done that clearly indicates an anomaly, which also received no medical review. Distributed by (B)(4). FDA safety report ID #: (B)(4).

Event description:
Additional information received for procode: dic.